Event description:
Upon inflation, the balloon ruptured. During attempted removal, the balloon caught on the tip of the sheath. The physician pulled harder and the tip of the balloon catheter separated, remaining in the pt. The tip was successfully retrieved with some difficulty.